Event description:
Caller reportedly received the following results on an inform meter, compared to lab results, within 10 minutes: hi (greater than 600 mg/dl) (meter) and 164 mg/dl (lab), hi (greater than 600 mg/dl) (meter) and 181 mg/dl (lab) sets of readings were taken on different days. No actions taken based on device results. Staff waited for the lab results before assessing treatment. No treatments were given based upon meter results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.